Event description:
It was reported that following an ablation procedure, the patient experienced a pulmonary embolism. The patient needed an inferior vena cava (ivc) filter inserted and also required lovenox. The event resolution was not determined. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Supplement#1 had the incorrect MFR number associated with it (3009977070-2017-00140 - 1 submit date: november 01, 2017). This submission is to correct the number on that report.